Event description:
Report received from the USA stating that the device was "dropped and was leaking air." It was unk to the reporter whether or not the device was used in surgery. It was also unk to the reporter whether or not there were any injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the "l" shaped brass hose connector fitting on the device was damaged from the customer dropping the device. The device was leaking when connected to an air source. Evidence indicates this was due to a handling issue at the customer site. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).